Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely, and the crt-p also exhibited oversensing and pacing inhibition. In addition, this crt-p had entered safety mode. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined. It was also determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely, and the crt-p also exhibited oversensing and pacing inhibition. In addition, this crt-p had entered safety mode. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned for analysis. No additional adverse patient effects were reported.